Event description:
The lay user/patient contacted lifescan alleging the meter's casing broke in half after being dropped. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.